Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer instrument would not seal, and the customer received an error message indicating that the software was out of date. It was reported that an audible signal (continuous tone) was heard while the pedal was pressed. The customer stated that no tissue effect was observed during the sealing cycle and there was no evidence of vessel calcification. According to the customer, there are no photographic images of the device(s) or a video recording of the procedure available for review. The customer could not get the vessel sealer instrument to work on the system. The customer stated that they checked the cable connections and found everything connected properly. The customer stated that they got a message stating the software may be outdated when installing the vessel sealer instrument. The technical support engineer (tse) reviewed logs and found 32005 faults on the system. The tse asked the customer if they tried a new vessel sealer instrument and the customer stated that they didn't. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the customer tried to fire the vessel sealer instrument, the customer received an error message indicating that the software was out of date across the screen and the instrument would not do anything at all/ instrument would not deliver energy. The procedure was converted because the vessel sealer instrument would not work. The customer did not have a back-up vessel sealer instrument at the time. The procedure was completed laparoscopically successfully, and no injury occurred to the patient. The patient is a 51-year-old female, their bmi is (B)(6), white, and not hispanic/latino. On the subsequent procedure, the customer performed a system restart and used a new vessel sealer instrument which worked fine.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce nor confirm the reported complaint "the vessel sealer was not sealing and received an error message". Review of the log shows an instrument disconnection event informational error code 32005 with no error related to a functional issue. The instrument was placed and driven on an in-house system. The instrument passed initialization and passed both the engagement and self-tests. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing properly. The instruments functionality (clamping, sealing, cut and unclamp) were verified and passed specification. The instrument operated as expected. The instrument was fully functional. The probable root cause of the alleged customer could not get the vessel sealer instrument to work on the system cannot be established nor determined, as the instrument passed required tests and performed as intended during in-house testing.